Event description:
Left lower extremity peripheral intervention was performed. Attempted to remove the bard lutonix 6.0 x 150 mm balloon but there was difficulty. All equipment including sheath, wire and balloon were removed. Manual compression was applied by the physician. Upon examination of equipment removed it was apparent that the balloon was sheared off and fully contained inside the sheath. No foreign body left behind.